Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as the other information required to submit was not provided. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained through medwatch report. Report number: mw5076777. The event description was: "a patient was prescribed alcon dailies comfort plus for astigmatism and the prescription was filled from hubble without a verification request to our office with their generic spherical daily lens. Therefore, due to no astigmatism correction (which the patient did not know she was not given), the patient's visual acuity was decreased to 20/60 in each eye with hubble's lenses. The patient also experienced extreme dryness and had to use artificial tears several times throughout the day. The patient was unhappy with her vision and dryness but did not know what she was "re-prescribed" by hubble was drastically different from what she was prescribed by the doctor of optometry. The patient is now being treated for dry eye to prevent long-term damage. The patient is not made away of the decreased oxygen permeability of the generic hubble lens. The patient experienced severe decrease in vision with non-astigmatism hubble lenses - vision below (B)(6) driving law."